Event description:
It was reported that during implant there was difficulty finding a suitable location for the right atrial (ra) lead. Post-operative there were high impedance values in unipolar and bipolar. Under x-ray it did not appear that there was a loose pin. The pocket was reopened and when the ra lead was reconnected to the device, there were still high impedances. There were also high impedances when the ra lead was tested through the right ventricular port. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal electrode was covered with tubing/insulation/medical adhesive.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant products: a3dr01 implantable cardioverter defibrillator (ICD)  (B)(6) 2013; 508658 implantable pacing lead (B)(6) 2013. (B)(4).